Manufacturer narrative:
H.6. Investigation: investigations: 1 sample was returned to sbdm, lot number is 2904181. From visual inspection, there is fm on the spike. Infrared spectrometry (ir) analysis: from ir analysis, the fm is determined to be raw material of spike. House sample inspection: sbdm inspected 30 pcs house samples from lots 2904106, 2904181, 2904181, no abnormality observed. DHR review: sbdm reviewed the manufacturing record for the complaint sample, no abnormality observed. Root cause: from investigations, the raw material of i.v set spike components are injected in the injection machine on high temperature (200~240). The likely cause is that abs(raw material of i.v set spike) carbide may be formed in the high temperature or gas emission line on the injection mold was blocked temporary and the gas formed carbide. Subsequently, the carbide was injected with the spike of the complaint i.v set during injection process. The process inspector did not notice it while manufacturing process and it caused this complaint case. H3 other text : see h.10.

Event description:
It was reported that IV set an115 23g 1in bp had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: foreign material on the spike.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that IV set an115 23g 1in bp had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: foreign material on the spike.